Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Retain testing was also performed for the freestyle lite strips and all units performed within specification. The date of event is unknown. The date entered is the date reported: "before christmas eve." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings when testing on the adc meter. In (B)(6) of 2019, the customer obtained readings of "60-112" mg/dl on the adc meter and experienced "feeling cold" and week and the mother called emergency services and rushed the customer to the hospital. The customer was treated with an injection of insulin (dose unknown) for lab blood glucose of"close to 300 mg/dl" the customer was diagnosed with hyperglycemia. The customer was hospitalized for 3-4 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips and a new issue was observed. Performed visual inspection on the returned meter and no issues were observed. The meter powered on with button depression. Meter did not power on when strips were inserted. The meter was sent for further investigation and de-cased. Visual inspection was performed and evidence of contamination on the strip port was observed. Therefore this issue not confirmed to use. No malfunction or product deficiency was identified.

Event description:
A customer reported low readings when testing on the adc meter. In (B)(6) 2019, the customer obtained readings of "60-112" mg/dl on the adc meter and experienced "feeling cold" and week and the mother called emergency services and rushed the customer to the hospital. The customer was treated with an injection of insulin (dose unknown) for lab blood glucose of"close to 300 mg/dl" the customer was diagnosed with hyperglycemia. The customer was hospitalized for 3-4 days. There was no report of death or permanent injury associated with this event.